Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed signs of physical damage: damaged/cracked bottom cover. There were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.vacuum check ¿ failed. Measured (vacuum < 160 mbar): 189 mbar.failure traced to: clogged hp3 filter.replaced hp3 filter.valve actuation test ¿ passed.system air leak test ¿ passed.post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems.no fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly.the cause of the observed dried fuid could not be determined.also encountered a damaged load cell.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3 of 9. Treatment was stopped and fluid was seen inside the cycler door and flooded onto the floor. Air bubbles were found in the drain line. A new cycler was issued. The patient knew how to do manual treatments in the absence of a cycler. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient did get a new cycler. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3 of 9. Treatment was stopped and fluid was seen inside the cycler door and flooded onto the floor. Air bubbles were found in the drain line. A new cycler was issued. The patient knew how to do manual treatments in the absence of a cycler. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient did get a new cycler. The cycler is available to return.